Event description:
Device malfunction: device #2 cuff miss. Time of malfunction: during vessel closure. Symptoms/ae: none. It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure after an unspecified procedure. Reportedly, when the physician pulled the needle plunger out, no suture was present. The device was removed and a second and third proglide devices were attempted with the same results. Hemostasis was achieved using manual compression. There were no adverse pt effects. Though requested, no add'l info was available.

Manufacturer narrative:
Based on the investigation findings, both cuffs were engaged to their respective needle tips. The link was still attached to anterior cuff and was pulled from the posterior cuff. There were no abnormal observations with the condition of the returned device that could have contributed to the reported complaint. We were not able to establish a root cause based on the investigation findings. No manufacturing issue was detected. Review of the device history record for this lot did not produce any findings relevant to this investigation. The device #1: perclose proglide, part# 12673-03, lot# 60121-6h indicated is being filed under medwatch MFR# 2953144-2008-00193. The perclose proglide, part# 12673-03, lot# 60130-6h, is being filed under a separate medwatch MFR number.